Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2010. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.